Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then, it will be submitted in a supplemental report.

Event description:
It was reported that, "when the patient was sitting on a chair, the centrax came off from the femoral head. The surgeon succeeded to reduce it winching a portable x-ray device."